Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to press the wake button with more force to turn the pump screen on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.